Event description:
It was reported that during explant procedure, this pacemaker exhibited oversensing and pacing inhibition due to electrocautery, leading into asystole. Technical services (ts) discussed the pacemaker detected the circuit. Furthermore, this pacemaker was explanted as planned. No adverse patient effects were reported.